Manufacturer narrative:
Patient weight not available from the site. A medtronic representative evaluated the system in the field. He was unable to replicate the issue. No further issues have been reported.

Event description:
A site representative reported that during an ent surgery, the straight suction was tracking intermittently. After changing the instrument tracker on the straight suction onto another instrument, that instrument began tracking. The emitter was placed on the left side of the patient. The surgeon opted to proceed with surgery using the curved suction. The surgery was completed with the use of the fusion navigation system. There was no impact to the patient.